Event description:
Underwent coronary angiography and was prepared for catheter-based intervention. A 7 french jl4 guidewire was placed at left coronary os. Large 0.014 sport guidewire was advanced down the lad, left anterior descending, and the large second diagonal. Attempts to cross the mid lad stenosis with a 6mm/2.0mm diameter sprinter balloon catheter and a 9mm/1.5mm maverick balloon catheter were not successful. Prepared for rotational atherectomy. 2.0 wire bias floppy rotawire was advanced to distal lad and a 1.25mm rotabur was advanced to lesion and made several passes through lesion. Angiography following showed perforation. Patient becoming symptomatic and went to or emergently for coronary artery revascularization procedure. The patient died several days later.